Event description:
Customer reported that he had high blood glucose of 214 mg/dl. Customer stated that his insulin pump was not working correctly, it was alarming motor error during bolus. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm compromised force sensor system during basic occlusion test due to loose protruded drive support disk. No motor error alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.